Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that maryland bipolar forceps (mbf) instrument cover was melted. The customer also stated that ¿the metal parts could have been damaged¿. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. Ports were placed. The instrument was in contact with the plastic part of the bipolar instrument, and the monopolar was activated. It was unknown if arcing was observed. There was no patient injury. No fragment fell inside the patient.